Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving bupivacaine (unk mg/ml at unk mg/day) and dilaudid (hydromorphone) (2.5 mg/ml at unk mg/day) via an implantable pump for intractable spasticity and multiple sclerosis indications for use. It was reported that the patient came in yesterday for refill but when the patient went home, and the pump continued to alarm. The patient came back into clinic today and logs were checked. There was no new active alarm, only a low reservoir alarm from yesterday was documented. The technical services (tss) stated that it was a known issue that low reservoir alarm was not silencing at the update. The tss walked caller through silencing low reservoir alarm.no symptom was reported.